Manufacturer narrative:
No medwatch form was received. A partial lead with the connector pin measuring 12.8cm was returned for analysis. The portion of the lead that was returned was normal. Without return of an entire lead, a complete analysis could not be performed.

Event description:
It was reported that the lead was capped due to poor sensing.